Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt alarms) was confirmed. Upon investigation, the white (drvn_gnd), blue (canl) and white pulse wires were open in the trunk cable. The open wires caused the reported alarms. The root cause for the open wires could not be positively identified, but was likely excessive force on the trunk cable section. No adverse event resulted from the open wires. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving check electrode belt alarms. The pt was issued a replacement electrode belt.